Event description:
It was reported that the patient received shocks. Review of the egms show possible noise on the lead. The noise could not be recreated in clinic.

Manufacturer narrative:
No medwatch form was received.